Event description:
It was reported that prior to a procedure it was noticed that the device was loose in the package and had put a whole in the tyvek. Additional devices were pulled for the case. The devices were no used. No impact to the patient.

Manufacturer narrative:
(B)(4). External cause . No product carton was returned, only the sealed package. The package was visually examined and it was found that the device was loose in the package and was not snapped into blister detents. The tyvek was found to have indentations that aligned with the fins on the knob and a small area of damage that appeared to be a slit or linear puncture that was aligned with the fin of the device knob. The package was opened to check the tyvek under microscope. Microscopic examination did not conclusively confirm hole so tyvek was tested using methylene blue per (B)(4). Test confirmed the hole in the tyvek. Internal process requires that device has been firmly snapped into blister detents and this is visually confirmed on each package during processing and during inspection sampling. The tyvek does not contact any part of the device when device is snapped into blister and package is stored in its individual carton, it is suspected that package was mishandled while outside of its carton and tyvek was scraped causing damage to the tyvek. The damage was caused by handling external to ees. No product carton was returned, only the sealed package. The package was visually examined and it was found that the device was loose in the package and was not snapped into blister detents. The tyvek was found to have indentations that aligned with the fins on the knob and two small areas of damage that appeared to be linear punctures through the tyvek that were aligned with the fins of the device knob. The package was opened to check the tyvek under microscope. Tyvek was tested using methylene blue per (B)(4). Test confirmed the holes in the tyvek. Internal process requires that device has been firmly snapped into blister detents and this is visually confirmed on each package during processing and during inspection sampling. The tyvek does not contact any part of the device when device is snapped into blister and package is stored in its individual carton, it is suspected that package was mishandled while outside of its carton and tyvek was scraped causing damage to the tyvek. The damage was caused by handling external to ees.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.